Manufacturer narrative:
H3 other text : device serviced by third party service center.

Event description:
The manufacturer received information in relation to a dream station auto CPAP unit. The device was returned to third party service center. The service center reports that the device cannot be powered on; and the unit's power cord (power supply) is corroded. Dust and dirt contaminants and corrosion on metallic surfaces were found in device. There is no allegation of patient harm or serious injury and no medical intervention. In addition to the above findings, it was also determined that the device need to be scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto bipap unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the power connector of the unit was corroded. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.